Event description:
It was reported that the customer experienced a high blood glucose reading, the specific value was not known as it displayed as "high." Cause was not known. The customer replaced the tubing while continuing to use the same ifs and cartridge, and did not undertake further measures. Customer declined further troubleshooting, therefore no additional information was obtained.